Event description:
It was reported that the pacemaker exhibited auto mode switch episodes caused by far field r wave oversensing. No symptoms were reported. No device intervention was performed but programming changes were discussed.